Event description:
It was reported by the pt that her interstim device was removed due to infection.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.